Event description:
Contact reported that the pedicle fractured with migration of the l4 screw. Pt had pain as a result and a revision was performed. As surgical intervention occurred an MDR is being filed to document this event.